Manufacturer narrative:
The reported complaint could not be confirmed. During the laboratory analysis, the product surveillance technician observed the air bubble detector module and the ultrasonic air sensor functioned as intended throughout the evaluation. Both units appropriately alarmed during the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He replaced the ultrasonic air sensor (uas) and abd module with cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was a false alarm in the air bubble detector (abd). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.